Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged in 1 place. The damage was noticed at the hub and traveled 3.5cm distally. The shaft was not completely separated as the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that catheter break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the catheter was broken. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter break occurred. A 135/10 renegade hi-flo kit was selected for use. During preparation, it was noted that the catheter was broken. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.